Event description:
It was reported that adverse reaction occurred. No additional information was provided.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that adverse reaction occurred. Verbatim: chloraprep-gb-bd-22-000051-please find attached source document downloaded from mhra today with lrd: 20-feb-2022 ready for triage. Any unauthorized dissemination or copying of this e-mail message and any use or disclosure of information contained in it is strictly prohibited and may be illegal.

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample is available. No non-conformance was noted during the manufacturing of this lot 1035097. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.